Manufacturer narrative:
The insulin pump had no motor error alarm during testing. The device was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The motor was tested outside the device and passed. No unexpected weak battery or failed battery test alarm noted. The device had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. Troubleshooting for motor error performed. The customer stated that the drive support cap was normal. The customer stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting could not be completed due to failed battery test and weak battery alarms. Customer reported low blood glucose during motor alarm troubleshooting. The customer's blood glucose level was 60mg/dl at the time of the incident. Customer treated low blood glucose with food. Customer declined to troubleshoot for low blood glucose. Troubleshooting for failed battery test performed but did not resolve problem. Customer had changed batteries multiple times prior to call. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan per health care professional's instructions. The insulin pump will be returned for analysis.